Manufacturer narrative:
The reported incident is under investigation. At this time, there have been no further reported incidents from this site. The results of our investigation will be submitted in a supplemental report.

Event description:
The customer reported that one asystole event was not recognized by the sc7000 patient monitor. During a review of the patient's long-term ECG trend data, the customer noted a long stop in the ECG. The event occurred at 9:07am, in 2004. Only a lower limit violation of the heart rate was reported. The user provide printouts of the event. Unfortunately, only a 1-lead ECG was printed out of the long-term ECG. A 3-lead ECG printout was not available. There was no pt injury as a result of this incident.